Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular conravture: unable to observe since it is not related to the device. Edema unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Inflammation/irritation:unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "pain, inflammatory progression of left breast, hardening of breast and increase in volume". Later, capsular contracture baker grade iii and swelling was reported. Device was explanted and replaced.